Manufacturer narrative:
Inspected one opened/used guardian sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula, broken part is missing. Also, performed visual inspection and checked two introducer needles for burrs/hooks and dull needles tip defects and none was found. Both introducer needles passed per specifications. Unable to confirm customer received sensor in said condition due to sensor was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was 146mg/dl at the time of the incident. The customer reported that she put sensor and d she couldn't get sensor to connect and she removed the sensor and it looks like the sensor cannula was missing a part of it. The sensor will be returned for analysis.